Manufacturer narrative:
B3 estimated date variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during treatment of 99-100% stenosed lesion in posterior tibial artery (pt) via pedal anterior tibial artery (at) access, the crown of the diamondback 360 peripheral orbital atherectomy device (oad) detached from the driveshaft. Up and over into the posterior tibial artery (pt) was where the crown appeared to have fractured. The fractured crown was retrieved with a snare. The procedure was successfully completed with balloon angioplasty. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is likely that the material separation is due to device placement or use technique; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
Additional information was received indicated the vessel was heavily calcified, non-tortuous, 3-3.5mm-diameter lesion in posterior tibial artery (pt). The oad was spinning at 60,000 rpm.